Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that the patient had pneumonia, pediatric and adult obstructive sleep apnea, aspiration pneumonia, and dysphagia causing pulmonary aspiration with swallowing. Attempts for additional information have been unsuccessful.